Event description:
It was reported the single use aspiration exhibited punctured through side of sheath. The issue occurred during a diagnostic endobronchial ultrasound wherein resulted in a procedural delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.